Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and underwent additional surgery to "repair the hernia defect." In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. At this time it is unclear if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record provided, about 5 months post implant of perfix plug, patient had pain, nerve damage, hernia recurrence, adhesions and underwent mesh removal. Per op-note, "perfix plug to be seen projecting into the abdominal cavity". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, take down several adhesions, and remove the old mesh plug. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with an incarcerated right inguinal hernia and underwent open repair with perfix plug (device #1). Per the operative notes, "the hernia was noted. A large perfix plug was placed in the defect and was tacked. An additional mesh with a keyhole (perfix plug onlay) was placed and sutured." (B)(6) 2015 - patient had pain, swelling in right groin and was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent laparoscopic repair with mesh explant (device #1) and implanted with the 3dmax mesh (device #2). Per the operative notes, "the previously placed perfix plug to be seen projecting into the abdominal cavity. Inferior to the previous mesh, the hernia was identified with incarcerated omentum. The epigastric vessels were densely adherent to portion of the hernia plug and mesh and were clipped. The previously placed plug and the mesh were removed. The cord and the iliac vessels were dissected free. Then a large-sized 3dmax mesh (device #2) was used for the repair and sutured." Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain, hernia recurrence and others like mesh protruding into the abdominal cavity, cord was emanating below the plug and exiting to an enlarged internal ring, attachments to the mesh, epigastric vessels were densely adherent to the plug and needed to be clipped for hemostasis, mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and underwent additional surgery to "repair the hernia defect." In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. At this time it is unclear if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, take down several adhesions, and remove the old mesh plug. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.